Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was kinked. The patient's blood glucose levels were 350mg/dl at the time of the event. Patient did not have ketones. To address the high blood glucose levels, the patient administered manual injections. Patient also changed her infusion site. No permanent injury was reported. See MFR: 3012307300-2017-00975, 3012307300-2017-00976, and 3012307300-2017-00977.